Event description:
Eight french 40 cc intra aortic balloon catheter was inserted into the right femoral artery. The balloon console alarmed stating "gas leak". After evaluating and checking several times the equipment still malfunctioned. This catheter was then removed and a new 8 french 40 cc I abc inserted without difficulty.